Event description:
The hcp reports the pt's pump has dislodged and flipped in the pocket following recent weight gain and loss. No pt symptoms were reported. The pump was implanted 2006. The pt's pump dislodged and flipped after weight gain and weight loss which necessitated a pocket revision eight months later, and wound debridement. The pt recovered without sequela.